Event description:
Alleged event: during a cholecystectomy the user was unable to load clips into the device tip. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 01b1400145 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.